Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient's hip was revised after dislocating three times since the primary surgery.